Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg was inoperable and not communicating with external devices. Patient underwent surgical intervention on (B)(6) 2023 where in the patient's ipg was replaced and therapy was restored.